Event description:
It was reported that, before implant procedure, this right ventricular (rv) lead was tested in the cathlab and exhibited abnormal impedances measurements, high pacing thresholds, noisy signals and loss of capture. The rv lead was placed in different position with no change. The rv lead was not used in the procedure and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, before implant procedure, this right ventricular (rv) lead was tested in the cathlab and exhibited abnormal impedances measurements, high pacing thresholds, noisy signals and loss of capture. The rv lead was placed in different position with no change. The rv lead was not used in the procedure and will be returned for analysis.